Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. There were no allegations against the device and it was found on initial analysis to not meet longevity criteria.